Event description:
The pt reported that the infusion device does not properly display e4 (occlusion) error and the error is delayed. He stated this has been occurring for 14 days and his blood glucose has been elevated up to 500 mg/dl as a result and he has felt sick. He bolused through the infusion device and via syringe to lower his blood glucose. He stated he changes the insulin cartridge and infusion tubing every 6-7 days and the infusion set headset every 2-3 days. He was referred to the user's guide. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.